Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included gastroenteritis and gallbladder removal. Concomitant products included bupropion hydrochloride (wellbutrin), medroxyprogesterone acetate (depo provera), ondansetron (zofran), paroxetine hydrochloride (paxil) and zolpidem tartrate (ambien). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), crohn's disease ("crohn's disease"), iron deficiency anaemia ("anemia"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("psych injury/problems condition: depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nervous system disorder ("neuro condit/problems"), genital haemorrhage ("abnormal bleeding (general)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, crohn's disease, iron deficiency anaemia, abdominal pain, back pain, depression, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nervous system disorder, weight decreased, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, crohn's disease, depression, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, nervous system disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: she received treatment for the following events pelvic pain, abdominal pain , back pain, menorrhagia (heavy menstrual bleeding), anemia, crohn's disease, psych injury, bladder problems. ,urinary problems., uti and vaginal discharge. Discrepancy noted in essure implant date (B)(6) 2012 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: total bilateral occlusion. Lot number: 901332, manufacturing date: 2011-09, expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and crohn's disease ('crohn's disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches") and nervous system disorder ("neuro condit/problems") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, crohn's disease, iron deficiency anaemia, abdominal pain, back pain, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nervous system disorder and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, crohn's disease, fatigue, gastrointestinal disorder, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: she received treatment for the following events pelvic pain, abdominal pain , back pain, menorrhagia (heavy menstrual bleeding), anemia, crohn's disease, psych injury, bladder problems. ,urinary problems., uti and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: this case was become incident. Event injury nos was replaced with new events pelvicain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), anemia, crohn's disease, psych injury, bladder problems,urinary problems, uti, vaginal discharge, fatigue, gi conditions, air loss, hormonal changes, headaches, nuero condit/problems, plaintiff did not undergo confirmation test and weight loss. Patient date of birth, lab data, treatment details and essure removal date added. Essure insertion date was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and crohn's disease ('crohn's disease') in an adult female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's concurrent conditions included gastroenteritis and gallbladder removal. Concomitant products included bupropion hydrochloride (wellbutrin), medroxyprogesterone acetate (depo provera), ondansetron (zofran), paroxetine hydrochloride (paxil) and zolpidem tartrate (ambien). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), crohn's disease (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), abdominal pain ("abdominal pain"), back pain ("back pain"), depression ("psych injury/problems condition: depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nervous system disorder ("neuro condit/problems"), genital haemorrhage ("abnormal bleeding (general)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, crohn's disease, iron deficiency anaemia, abdominal pain, back pain, depression, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nervous system disorder, weight decreased, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, crohn's disease, depression, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, nervous system disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and weight decreased to be related to essure. The reporter commented: she received treatment for the following events pelvic pain, abdominal pain , back pain, menorrhagia (heavy menstrual bleeding), anemia, crohn's disease, psych injury, bladder problems. ,urinary problems., uti and vaginal discharge. Discrepancy noted in essure implant date (B)(6) 2012 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-mar-2020: plaintiff fact sheet received. Events per pfs: abnormal bleeding (general) and dysmenorrhea (cramping). Lot number, medical condition and concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.